Event description:
The hcp reports that the pt developed an infection of the neurostimulator device pocket site in 2004. Cultures have been positive for proteus and enterococcus. The pt has been treated with IV antibiotics. However, the infection is ongoing. No further information has been made available from the hcp at this time. The device remains implanted.

Manufacturer narrative:
The device remains implanted. If further information is received, a follow-up medwatch report will be sent.